Event description:
It was reported that during a surgery that the threaded tip of the tap was broken and remains in the patient pedicle post operatively.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the 5.5mm tap tip fractured and was left in the patient on (B)(6) 2024. The case was stated to be a revision case with creo threaded pedicle screws placed at l4-s2ai and one tlif interbody device. It was stated that the tap was used to create the pathway for the screw, consistent with the procedural steps specified in the technique guide. It cannot be confirmed what forces were placed on the tap that may have caused a fracture because surgical conditions cannot be replicated. No determinations could be made as to the cause of the reported issue.